Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The codes were unable to be selected when the initial report was submitted, the codes are now available and have been selected. The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
(B)(4). The actual device was not received for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the tip off the wire for the precision sheath broke off in the tissue tract of the leg. It was reported that it was not in the artery and that they moved the needle around trying to reposition the wire, and felt like it must have damaged the wire. It was reported that the patient condition was good. It was reported that the procedure outcome was good. It was reported that there was no excessive blood loss. Additional information was received on 8/17/17 - the tip of the wire was left in the patient as it was not anywhere near the artery. It was reported that it appeared to be in the muscle.